Event description:
A mogen clamp was applied to the penis for circumcision; laceration of glans occurred, which was noted upon removal of faulty mogen. Sutures & surgicel applied with a urology consult. The mogen clamp had a loose screw, so the clamp moved and the tip of penis was lacerated as a result.